Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their event. The facility's cv-190 shut off during a procedure and was unable to turn back on. The customer went on to note that it appeared water had gotten into the unit. At that time, tac informed her that the cv-190 would need to be sent in for inspection and repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The unit was tested with multiple scopes and all video output signals and images were present without issue. However, a worn out video connector latch was discovered and causing a poor connection to the pigtails. Evaluators also recommended that the unit's software be updated to the latest version. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the facility's evis exera iii video system center lost power during a diagnostic procedure and would not turn back on. According to the initial reporter, the procedure was completed by moving the patient to another room and use another processor. The patient's overall outcome was 'good'.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn video connectors could not be identified. Olympus will continue to monitor field performance for this device.